Event description:
It was reported to boston scientific corporation that a wallflex covered rx biliary stent system was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, during preparation for the procedure, it was discovered that a small section on the edge of the inner pouch was peeled apart compromising the sterile barrier. No visible damage was noticed to the outer stent box or to the shipping container. The procedure was completed with another wallflex covered rx biliary stent system. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be great.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed